Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked. Reportedly, the customer was unable to identify the location of the leakage. The customer loaded a new cartridge and infusion set to address the issue. Insulin delivery was resumed. Blood glucose level was 162 mg/dl.